Event description:
It was reported that a large volume multirate infusor leaked between the rate control module and the tubing. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: between october 7, 2021 to october 8, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed fluid inside the device housing. The photograph suggested a leak may have occurred. Due to the nature of the sample, no additional tests were performed. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.